Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Please explain cleaning technique between firings. Were any surgical clips used in the vicinity? Could surgeon visualize tips of device during firing? Can it be confirmed that the complete width of compressed vessel was proximal to cut line? Can it be confirmed that no extraneous tissue was within jaws distal to cut line? How was procedure completed? Was a transfusion required? What is the current patient status? Additional information received: a row out of the two wasn¿t stapled on pa and it didn¿t fall out in the surgical field according to the surgeon. The staples seemed to be fired according to the pic. 2, but not sure they really were. He had to change the case to open. Open case finished well, and no adverse effect has been reported. The incident occurred during the 2nd firing on pa of patient side.

Event description:
It was reported that in vats lobectomy surgery, the surgeon fired a second cartridge with pvs. It seemed half of the row didn't get fired on the vessel. He had to change the case to open. Open case finished well, and no adverse effect has been reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p56v42. Investigation summary: photos received: the first and second picture shows two white reloads, the reloads are fully fired, the third picture shows the jaws of the device, the jaws are open. Based on the three photos the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what were the indications for surgery? N/a. Please explain cleaning technique between firings. N/a. Were any surgical clips used in the vicinity? Negative. No clip was applied in the vicinity. The surgeon fired the cartridge to ligate the pa the blood was flowing in it. Could surgeon visualize tips of device during firing? He check the tip of the powered echelon several times before he took a fire. Also the tip of the device was visualized during the firing. Can it be confirmed that the complete width of compressed vessel was proximal to cut line? Yes, the vessel was captured and compressed within the cut line. Can it be confirmed that no extraneous tissue was within jaws distal to cut line? Yes, no extra tissue or vessel was founded out if the cut line. How was procedure completed? The surgeon failed to hemostasis in vats, so he changed the surgery into the open and could finish the surgery left. Was a transfusion required? Yes, it took some time to find leakage point and it let the patient lose plenty of blood. What is the current patient status? He stayed in the hospital for few days and left the hospital about a week later after the surgery. The surgeon concerned the condition and the complex that the patient would possibly get. Two pictures were provided; first picture shows an image of a procedure, in the image can be appreciated tissue, the left side on the "lung side" is hold by an anvil, the right side on the "heart side" is hold by a scissors, a what appears to be staples legs can be seen. Second picture shows two white cartridges, the one on the top appears to be with the cartridge deck damaged. Based on the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.